Event description:
It was reported that after drilling, it was noticed that the tip of the drill was missing. A probe was used to find the tip stuck in the glenoid rim and was retrieved with a grasper. The procedure was completed with another drill.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.